Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during a routine follow up, this implantable cardioverter defibrillator (ICD) was interrogated and the programmer displayed a code 1003 indicating the voltage was too low for the projected remaining capacity. The warning screen noted the remining longevity estimate was inaccurate due to the error code. The distributor representative contacted technical services for more information. Technical services discussed the error code indicated an issue with the battery voltage monitoring such that the device was not correctly detecting the accurate consumption of battery energy. This code typically indicates a premature battery depletion condition, but device data was required to confirm if the battery was depleting normally or not and to provide a replacement interval to ensure therapy remained available to the patient. No adverse patient effects were reported. The device remains implanted and in service, with a replacement scheduled for mid-july.the device was explanted and replaced as planned. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. The battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Detailed battery analysis determined that a latent current leakage path had occurred within the battery itself, resulting in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.

Event description:
It was reported that during a routine follow up, this implantable cardioverter defibrillator (ICD) was interrogated and the programmer displayed a code 1003 indicating the voltage was too low for the projected remaining capacity. The warning screen noted the remining longevity estimate was inaccurate due to the error code. The distributor representative contacted technical services for more information. Technical services discussed the error code indicated an issue with the battery voltage monitoring such that the device was not correctly detecting the accurate consumption of battery energy. This code typically indicates a premature battery depletion condition, but device data was required to confirm if the battery was depleting normally or not and to provide a replacement interval to ensure therapy remained available to the patient. No adverse patient effects were reported. The device remains implanted and in service, with a replacement scheduled for mid-july. The device was explanted and replaced as planned. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Event description:
It was reported that during a routine follow up, this implantable cardioverter defibrillator (ICD) was interrogated and the programmer displayed a code 1003 indicating the voltage was too low for the projected remaining capacity. The warning screen noted the remining longevity estimate was inaccurate due to the error code. No adverse patient effects were reported. The device remains implanted and in service, with a replacement scheduled for mid-july. The distributor representative contacted technical services for more information. Technical services discussed the error code indicated an issue with the battery voltage monitoring such that the device was not correctly detecting the accurate consumption of battery energy. This code typically indicates a premature battery depletion condition, but device data was required to confirm if the battery was depleting normally or not and to provide a replacement interval to ensure therapy remained available to the patient. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.